Event description:
Pt came for partial breast radiation treatment with a contura flex mlb 5-6cm, manufactured by senorx. Device ref# b112-56, lot# m11090703. Balloon was initially filled to 65cc of saline as determined by CT scan on (B)(6) 2013. When the pt returned for treatment on (B)(6) 2013, the balloon had lost approx 29cc of saline and had to be filled back to 65cc. On each of the 10 treatment, the balloon had lost volume and had to be filled with 5-10cc. Reason for use: breast cancer.